Manufacturer narrative:
This is the initial and final report for this device. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of a shunt vessel in the forearm, a 4x4 80cm slalom thrill pta balloon ruptured at 10 atmospheres (atm) upon initial dilatation. Therefore, the device was removed easily and intact from the patient. Another balloon was used instead. Returned product evaluation revealed leakage in the guidewire (gw) lumen end of the device. There was no patient injury reported. The procedure was successfully completed. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. After a guidewire crossed the lesion, a slalom thrill was delivered and inflated at the lesion. However, the balloon ruptured at approximately 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. There was no resistance/friction during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink while being used. One non sterile catheter slalom thrill 4.0mm x 4.0cm 80.0cm was received inside a plastic bag. The balloon was received deflated and appear have been inflated. Inflation medium residues were observed in the returned device. No other anomalies were observed in the returned device. A leak test could not be fully performed since leakage was observed in the gw lumen end and the pressure in the balloon diminished. During functional test in the gw lumen port was applied water with green color and in the inflation lumen port was applied normal water and during the inflation the water applied in the inflation port was mixed with the water in the gw lumen before proximal seal section. Microscopically analysis could not be perform since the leakage was observed before the proximal seal and could not be determined the point exact of leakage. The failure balloon burst-at/below rbp was not confirmed since not balloon burst was observed. Review of lot 15965189 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst was not confirmed through analysis of the returned device; however, leakage of the body/shaft was confirmed. The exact cause could not be determined. Based on the information available for review, it is unknown if interaction between guidewire used and the balloon catheter contributed to the communication between the lumens. Neither the DHR review nor the product analysis suggests that the failure experienced by the costumer could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) of a shunt vessel in the forearm, a 4x4 80cm slalom thrill pta balloon ruptured at 10 atmospheres (atm) at initial dilatation. Therefore, the device was removed easily and intact from the patient. Another balloon was used instead. Product evaluation revealed leakage in the guidewire (gw) lumen end of the device. The procedure was successfully completed. There was no patient injury reported. The device will be returned for analysis. The lesion was moderately calcified and not tortuous. The rate of stenosis was 99%. After a guidewire crossed the lesion, a slalom thrill was delivered and inflated at the lesion. However, the balloon ruptured at approximately 10 atm during its initial dilatation. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the device into the patient. The device prepped normally. There was no resistance/friction during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the device through the vessel or crossing the lesion. The device did not kink while being used.